Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the images were not getting acquired. The fse did troubleshooting action and found that the ip pc had failed. The fse replaced the ip pc, the hdd and installed the software. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image acquisition failed. The issue was found during clinical use. The procedure was aborted, which resulted in a delay to therapy. No harm has been reported to philips. Philips has started an investigation of this complaint.